Event description:
The following has been reported: customer reported: pump serial number (B)(6) . When the pump is moved in any way the display begins to flicker and at times will turn off unexpectedly. There was no patient harm or a stopped infusion resulting from this issue as this was discovered during the pump provisioning event. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a touchscreen input failure. The device was powered on and it was discovered that the backlight cable has been pinched between the pneumatic plate causing a short. When the device is bumped, the cable moves against the pneumatic plate causing the screen to flicker and/or go dark.